Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a review of the pump¿s black box revealed multiple pump reboots. During investigation, the original complaint was unable to be investigated due to additional failures. The pump powered on to a blank display. The pump was opened and there was moisture found on the oled flex connector. The battery compartment was found to be cracked at the case seal to the left side of the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/02/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.